Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was having "evoked potentials" testing her arms and legs. When testing started on legs patient "almost threw up", "not feeling well", "lightheaded and dizzy" and "almost passed out." Patient requested test be ended. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that patient was having "evoked potentials" testing her arms and legs. When testing started on legs patient "almost threw up", "not feeling well", "lightheaded and dizzy" and "almost passed out." Patient requested test be ended. The device is still in use. No patient complications have been reported as a result of this event. It was additionally reported that the patient had surgery on her upper left leg using electrocautery. Since surgery, the patient has been feeling more episodes of dizziness and the heart rate dropped from 100 to 70.